Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of leakage from cannula on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.